Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).review of the most recent repair record determined the calibration and test cut were not checked due to a damaged comb. The comb was replaced and resolved the reported issue.review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue.the event is confirmed.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery that the device does not work properly. After evaluation of the returned device, it was determined that the device had a damaged comb, which could cause or contribute a serious injury if the event were to recur. There was no reported patient harm, or delay. Due diligence is complete, no further information is available.no adverse event reported.